Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 3. Reference MFR report#1627487-2016-02437; reference MFR report#1627487-2016-02438. It was reported x-ray images revealed the leads have migrated. Reportedly, surgical intervention took place on (B)(6) 2016 during which time the leads were explanted and replaced with a different model. Postoperatively, effective stimulation was restored to the desired areas. The issue is resolved.